Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Evaluation summary: it is noted in the complaint that the "physician implanted a right zimmer knee system including a left nexgen lps high flex femoral component". Combining a right and left knee component is an off-label use of the devices. It is unk how long the devices remained in-vivo. In general, other pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. The root cause of the event described is likely the off-label use of the left and right knee components together. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.